Event description:
While removing the guiding catheter, the clear portion of the long sheath (the side arm with 3-way stop cock) separated from the sheath in the femoral artery. The remainder of the sheath had to be exchanged over the guide wire and a new sheath inserted.